Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and returned inside the stent protector. Additional information on how stent detachment occurred was requested however no response has been received from the customer. A visual examination of the stent found the stent damaged with struts towards the middle of the stent profile distorted, slightly stretched and lifted outwards. The balloon cone profiles & balloon main body were reviewed and found that the balloon wings were opened out from their folded positions. This disturbance of the balloon folds was likely caused by the movement of the stent off the device. Crimp markings are evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found one midshaft kink 30mm distal to the hypotube to midshaft bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2016. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and detachment.